Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the ICD along with the right atrial (ra) lead were explanted. This rv lead, however, was surgically abandoned as the lead would not detach after trying to retract the helix. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the ICD along with the right atrial (ra) lead were explanted. This rv lead, however, was surgically abandoned as the lead would not detach after trying to retract the helix. No additional adverse patient effects were reported.